Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device is: yrirhxc16115, sn: (B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the iliac arteries had dilated resulting in of loss of seal and a distal type I endoleak. Two endurant extensions were added and the event resolved. No additional clinical sequelae were reported and the patient is fine.